Manufacturer narrative:
Marked other for infection reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient got a systemic infection and the source could not be concluded. As a result, the scs ins was explanted. It was noted that the scs device had not been used in several years. The patient was given antibiotics and the infection was resolved. No device issue was reported. No further complications were reported/anticipated.